Event description:
I have three devices where the filter is broken off of the plastic backing. Each of these were caught prior to impacting a patient. These broken devices were new, unopened, and did not have any noted damage to the boxes that they arrived in.